Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the dye study was performed on (B)(6) 2019 and found the catheter was occluded. The cause of the catheter occlusion was unknown, and the patient was referred to a surgeon for evaluation and treatment. As of (B)(6) 2019 the catheter occlusion had not been resolved. The patient¿s weight at the time of the event was (B)(6). Regarding the status, the catheter was still implanted and appointment with the surgeon was pending. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot#: n763583, implanted: (B)(6) 2018, product type: accessory. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8590-1, serial/lot #: (B)(4), ubd: 26-oct-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 16-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a dye study and concluded that the patient¿s catheter was plugged. The reporter was to follow-up with the healthcare provider (hcp) and wanted to reach out to a company representative (rep) on their behalf. Patient symptoms were not reported, and it was asked and unknown if the change in therapy/symptoms was sudden. The event date was (B)(6) 2019 and it was noted the rep was in the dye study. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient had the pump refilled so that it would be ready to go when they implanted the new catheter. In the meantime, they would continue using the personal therapy manager (ptm) if he wanted but" it might not work." It was noted over the weekend the when the patient tried to request a bolus he encountered the pa disabled message and the patient was redirected to the hcp. No further complications were reported/anticipated or expected.